Event description:
It was reported that during a percutaneous de-clotting procedure, a catheter shaft break occurred. The lesion was located in a graft in an unspecified vessel. The ultra thin stent delivery system (sds) was advanced to the target lesion and inflated. The physician then "attempted to drag the balloon to pull the clot back toward the sheath, but the catheter broke". The catheter was removed and the procedure was completed with another of the same device. No patient injury or complications were reported. The patient's status was reported as satisfactory. Addition informational regarding this event has been requested.